Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after using an emboshield nav6 embolic protection system (eps) it was attempted to pull the filter into the retrieval catheter; however, the filter was unable to be retrieved. A non-abbott catheter was used to retrieve the filter. It was noted a significant piece of tissue was caught in the filter. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Event description:
B5 correction: it was reported that after using an emboshield nav6 embolic protection system (eps) it was attempted to pull the filter into the retrieval catheter; however, the filter was unable to be retrieved. A non-abbott catheter was used to retrieve the filter. It was noted a significant piece of tissue was caught in the filter. It was suspected to be part of the tissue removed during the atherectomy process; therefore, no medical intervention was performed to treat potential tissue damage. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported retraction problem was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported significant piece of tissue caught in the filter/noted biological material over the barewire coils resulted in the reported difficulty pulling the filter into the retrieval catheter. Interaction and/or manipulation of the device likely resulted in the noted device damages (wrinkled delivery catheter pod, bent/scratched barewire). There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: correction: subsequent to filing the initial MDR, it was determined that the following information was inadvertently left out of the initial report: 'it was suspected to be part of the tissue removed during the atherectomy process; therefore, no medical intervention was performed to treat potential tissue damage.'